Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates multiple revision procedures have occurred. Should additional information be received regarding the revision procedures, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Event description:
It was reported by the clinical research team that 22 patients underwent initial agc knee arthroplasty on multiple dates. Subsequently, patients underwent revision on unknown dates due to unknown reasons.